Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 7076 implantable pulse generator (ipg) (B)(6) 1992. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned in segments and analyzed. The inner insulation had metal ion oxidation (mio). There was blood on the proximal conductor and the distal conductor. The outer insulation had metal ion oxidation (mio), was melted and had a white substance. The outer insulation had cosmetic environmental stress cracking (esc).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.